Event description:
A medical doctor reported a system message was received and laser functions were unavailable during a procedure. An alternate system was used to complete the procedure. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).